Event description:
A company representative reported that the tip of an aleutian tlif ii straight inserter inner shaft fractured intra-operatively and that the fractured component remains in the patient. The procedure was completed with a 30 minute surgical delay and no adverse consequence to the patient.